Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the pump was dropped. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."